Event description:
It was reported a patient experienced peritonitis manifested by stomach pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event one day after the onset of the symptoms. The patient was treated with vancomycin and ciprofloxacin (dosage and frequencies not reported, intraperitoneally) as well as an unspecified antibiotic (dosage and frequency not reported, intravenously). Ciprofloxacin was discontinued on an unreported date and replaced with an unspecified antibiotic (dosage and frequency not reported, intraperitoneally). The cause of the peritonitis was unknown. The patient had recovered from the stomach pain and cloudy effluent but remained hospitalized at the time of the report. Pd therapy had been discontinued and the patient was switched to hemodialysis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.